Manufacturer narrative:
According to the customer, the seat on his raised toilet seat is cracked. Customer stated the seat pinches him every time he sits on it and he has had bruises. This has been an ongoing issue. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the seat on his raised toilet seat is cracked. Customer stated the seat pinches him every time he sits on it and he has had bruises.